Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the lens was torn upon insertion. The incision was enlarged to remove the lens and sutures were placed after another lens was implanted.

Manufacturer narrative:
Visual inspection of the returned product showed that a haptic plate and a small part of the optic was torn. There was both a reddish and a clear surgical residue on the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.